Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she was filling her reservoir, she noticed a reservoir leak. The patient's blood glucose at the time of incident was 245 mg/dl. Troubleshooting was initiated for the leak. The leak was located at the transfer guard. No fluid got inside of the lcd display screen. The customer attempted to fill the reservoir again and the insulin leak recurred. The reservoir was returned and replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to the reservoir and the reservoir passed per inspection. Found no leakage anomaly during filling.